Event description:
It was reported that the device would not power on with ac or dc power. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The device will not be returned to physio-control for evaluation. The customer confirmed they have removed the device from service. The cause of the reported failure cannot be determined.